Event description:
The following was reported: "the thoracic endoscope exhibited frequent fogging and blurring during use. After soaking in warm water and re-entering the abdominal cavity, fogging occurred again approximately 3 minutes later. A scope of another batch was used on-site; after soaking in warm water and re-entering the abdominal cavity, the image remained normal with no fogging until the completion of the surgery." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).